Manufacturer narrative:
Correction to patient code. Additional codes added to evaluation codes result and conclusion. Device evaluation summary: one bps battery pack was returned to medtronic for further analysis. The battery was attached to the failure investigation test ventilator and it powered up normally without any errors. The ventilator was calibrated successfully. During the extended self testing, the ventilator failed and generated an error code. It was noted that the failure notification date in the field was 07th february 2019 and the expiry date on the battery was november 2018. As per the 840 service manual, the battery life depends on the history of use and ambient conditions and is required to be replaced every two years or as necessary. The cause of the observed condition was determined to be the expired battery. No corrective actions were taken since the event included in monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: per the ventilator operator¿s manual, the backup power source (bps) can operate the ventilator for at least 60 minutes (30 minutes on ventilators built prior to 2007) which allows for transport of the patient and the ventilator within the healthcare facility. The ventilator generates an alarm when there is less than two minutes of battery remaining. In this event, the battery depleted after the alarm was generated, resulting in the ventilator shutting down as there was no alternating current (ac) power due to the patient being transported. A service engineer (se) inspected the device and replaced the bps battery pack. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator battery depleted during transport. The unit was reported to have generated the warning "less than 2 minutes of battery remaining" and then shut down. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.